Manufacturer narrative:
Device investigation narrative - the subject device was not returned for evaluation to the designated complaint unit, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Factors unrelated to the manufacturing and design of the device, which could have contributed to the reported event, includes corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved. Failure of the motor/gearbox assembly can yield a motor stall condition which will result in an increased current draw from the control unit which will heat the motor and hand piece housing. Manufacturing records show that the device was released to distribution on march of 2016. There are no indications to suggest that the product did not meet manufacturing specification when released to distribution. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the motor drive unit non-hand cntl pwrmx overheated. It happened during the case. A backup device was available and used to finish the procedure. There was no delay or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - complaint of overheating was confirmed. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox was found to be jammed and corroded internally. A review of the manufacturing records shows that this unit was released to distribution on or about march 09, 2016. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.